Event description:
In 2002, the user facility's or manager informed the manufaturer's sales representative of the following: device would not flush and was not aspirating. Patient was sent to surgery for device replacement. Upon explantation the device catheter was found to have longitudinal tear distal to the device body.